Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level. The customer's blood glucose value was over 600 mg/dl, 206 mg/dl, 232 mg/dl. Troubleshooting was not mentioned for high blood glucose. The troubleshooting was performed for change sensor and calibration error. The product will be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.